Event description:
I received a laser tattoo removal by (B)(6) at (B)(6) on (B)(6) 2017. This was the 5th treatment of the area of my foot and she changed the technique which resulted in an immediate second degree burn when I left the facility. I returned 1.5 hours later to inform her and she said there wasn't anything she could do for me. Later that evening, I went to urgent care and was treated for second degree burns. Over the course of the next two months, I began to have lower back pain accompanied by flu-like symptoms and fever which progressed in late (B)(6). A urine test revealed that I had a kidney infection and my kidneys were on the verge of kidney stenosis caused from the ink passing through my kidneys. She still has not acknowledged her responsibility for the burn and lied on her reply to the (B)(6) county attorney. She did not follow up on after care or make any relevant efforts to check on or offer and continued care. She claims to have issued a refund for unused treatment, 5 months down the road but I have yet to see it. She made me apply the credit against in store products to absolve the amount in real money. Her reply to the county attorney is contradicted multiple times by the medical records I have obtained by the providers I saw during this timeline. I am happy to forward the necessary information as needed. Dates of use: (B)(6) 2016 - (B)(6) 2017. Diagnosis or reason for use: tattoo removal.